Manufacturer narrative:
The investigation was based on the reported event and analysis of the logfile provided of the affected evita v500, (B)(6), produced in august 2011. According to the logfile, the reported event could be confirmed. The log file revealed a malfunction of the pba m16.2 and the cf-card which caused the reported behavior. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. If the ventilation unit could not be successfully reset within the first 8 seconds, a further reset would be triggered. After three ineffective reboots, the system would be automatically switched off with accompanying alarms. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary.the device reacted as specified on a detected internal failure and posted accompanying alarm messages to inform the user about a problem. Field quality data are monitored and assessed by workstation critical care product quality board. The number of malfunctioning regarding this issue reported from the field is within accepted range. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
The reported issue with the unit is - I have a v500 that was red tagged stating that unit malfunctioned while on a patient and stopped ventilation. The device alarmed. No patient health consequences have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Event description:
The reported issue with the unit is - I have a v500 that was red tagged stating that unit malfunctioned while on a patient and stopped ventilation. The device alarmed. No patient health consequences have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. On-going.